Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was unresponsive. The customer's blood glucose level was 15 mmol/l. The customer reported that every time after battery change he received an unexpected restart alarm and then the icon from reservoir looked empty while not the case. They reported that it was needed to repeat the process multiple times and the insulin delivery was stopped now. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump received with normal operating currents. No unexpected battery power loss noted. No unexpected restart alarm noted during the testing.